Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a small piece of a haptic plate was torn and missing. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and the lens did not unfold properly in the eye. The lens was removed and replaced with another micl without any patient injury. The reporter stated the inicident was due to a loading error.